Event description:
It was reported that a malfunction occurred on the pump when it got wet as the patient went into the water at the beach. There was no reported impact to the customer¿s blood glucose level, as the caller declined to answer whether the blood glucose level exceeded 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.